Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not booting up. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The customer informed that they weren¿t having any issues with boot up. The reported problem did not reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system took several reboots to completely boot up. There was no reported patient or user harm. Device was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Corrected narrative: philips has investigated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not reportable. Philips received further information that the customer alleged there was no the boot up issue and there was no problem with the allura system. This complaint was incorrectly reported. Based on re-evaluation, this complaint is not reportable.